Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The lead exhibited apparent explant damage.

Event description:
It was reported that the lead exhibited noise oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited noise oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.